Event description:
Drug/diluent: marcaine 0.5 percent. Fill volume: 100ml. Flow rate: 1ml/hr. Procedure: hand surgery. Cathplace: distal to wrist. Pump was left in for 8 days because forgot to pull the catheter. Patient has been admitted to the hospital and had an irrigation and debridement of the wound. Product has been destroyed. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no sample received for evaluation and investigation. As no lot number was provided, the device history record cannot be reviewed. Information was provided by the customer that the pump was left in for 8 days because, patient forgot to pull the catheter. The directions for use (dfu) ((B)(4)) states under warnings: "remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. " results: without the actual product or a lot number, a complete analysis cannot be conducted. If additional information pertinent to this complaint , a follow-up report will be filed.